Event description:
While using a byte night aligner, the patient is experiencing mobility on her mandibular incisors that did not have any mobility prior to patient's aligner treatment. Additionally, the patient, per the doctor, has undergone restorative treatment including direct and indirect restorations and endodontic treatment. For this reason, the patient is at moderate to high caries risk, and it is recommended that regular monitoring by in office providers to maintain and address any of the patient's dental needs. Doctor advises patient to stop aligner treatment immediately to reduce any dental complications or recurrent issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.